Event description:
During a laparoscopic cholecystectomy electrical current disburssed over too much of the length of the tip due to installation cracking. This caused a hole to be burned in the gall bladder and bile to spill into the abdominal cavity. As the gall bladder was being removed any way, the hole was not a problem. But the bile leakage was and required the subhepatic space to be copiously irrigated with saline. The patient was discharged 1/26 and is experiencing no problems at this time.